Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected for this product. A review of ticket trending did not identify any related trends. Device history review did not identify any non-conformances or deviations with the lot number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results for a female patient born in 1959. The initial results for sid (B)(6) on (B)(6) 2024 was 51.6 ng/l, repeated 6.1 and 5.9 ng/l (cutoff <16 ng/l). No impact to patient management was reported.

Event description:
The customer observed false elevated architect stat high sensitive troponin-I results for a female patient born in 1959. The initial results for sid (B)(6)on 18jun2024 was 51.6 ng/l, repeated 6.1 and 5.9 ng/l (cutoff <16 ng/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. Complete information from section a1 patient identifier: sid (B)(6)